Manufacturer narrative:
The impella device was discarded by the customer and therefore, a benchtop evaluation of the device was not possible. The clinical report alone was analyzed and the root cause of the access site bleed was patient condition. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male was implanted with an impella 5.5 device for mechanical circulatory support as it needed escalation from the impella cp. When impella cp was removed and 5.5 placed, the patient had blood loss requiring blood products to be given and the site had to be surgically closed.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of the access site bleeding was unable to be determined as limited clinical details an no product were returned for investigation.